Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Resume insulin button was pressed and occlusion alarm was cleared. Insulin delivery was resumed. Blood glucose was 240 mg/dl.